Event description:
It was reported that: "an interventional radiologist, was the operating physician in an evar case in (B)(6). During the procedure, he encountered significant resistance while inserting the initial part of the manta closure device the manta sheath. Upon encountering this issue, he removed only the closure device while keeping the sheath in place. A second manta 18f device was then opened (from the same lot number), and the new manta closure was successfully inserted into the same old sheath. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "an interventional radiologist, was the operating physician in an evar case in (B)(6). During the procedure, he encountered significant resistance while inserting the initial part of the manta closure device the manta sheath. Upon encountering this issue, he removed only the closure device while keeping the sheath in place. A second manta 18f device was then opened (from the same lot number), and the new manta closure was successfully inserted into the same old sheath. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4). The customer complaint of bypass tube resistance was able to be confirmed through investigation of the returned device. The customer returned two 18fr manta devices, two 18fr sheaths, one depth locator, and one dilator. Signs of use were observed on both devices. Visual analysis revealed that the button valve was partially torn. This damage is consistent with bypass tube resistance. Functional testing revealed heavy resistance when advancing the bypass tube into the sheath. As per the additional information received, no structural damage or buckling of the sheath was observed. A micro-puncture kit and ultrasound were used. Severe resistance was experienced during bypass tube advancement. No medical intervention was required. A CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were implemented. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. Based on the information received, the most likely root cause is supplier related. Teleflex will continue to monitor and trend for reports of this nature.